Event description:
It was reported to philips that the system's wireless footswitch was unable to charge, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.